Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. The estimated longevity decreased not as expected, from one and a half year to less than three months, within five months. No changes in device settings were performed, neither threshold nor pacing increased. A replacement procedure was scheduled. This device was reprogrammed and then replaced no additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. The estimated longevity decreased not as expected, from one and a half year to less than three months, within five months. No changes in device settings were performed, neither threshold nor pacing increased. A replacement procedure was scheduled. This device was reprogrammed and then replaced; it is not expected to be returned as it was lost. No additional adverse patient effects were reported.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. The estimated longevity decreased not as expected, from one and a half year to less than three months, within five months. No changes in device settings were performed, neither threshold or pacing increased. A replacement procedure was scheduled. This device was reprogrammed and remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.